Manufacturer narrative:
(B) (4), haptics curled. Evaluation results: visual inspection of the returned product found lens optic torn apart. There was evidence of surgical dried dark residue. Lens work order search was performed and no similar complaint found within the same order. Performed a cartridge lot number search and no similar complaint was found. Conclusions: based on the complaint history, work order search, cartridge lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. (B) (4)

Event description:
The surgeon stated she inserted a cc4204a collamer aspheric single plate lens. The haptics came out curled out of the injector. The lens was inserted, but one haptic corner would not stay in the bag. The surgeon had a difficult time cutting the lens to remove from eye. The incision was enlarged. Changed to a sulcus lens. Two sutures were required.